Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform a failure analysis. Failure analysis confirmed the customer reported the problem of no picture and error code 119 in the logs means low current. The high-resolution stereo viewer (hrsv) was installed on a monitor to the printed circuit assembly (pca) on the xi system. Upon powering up the surgeon side console (ssc) had no image.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right high resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the right eye of the surgeon side console (ssc) was out. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The system was restarted after the customer power cycled the system, cycled the console breaker, and reseated the blue fiber cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was identified during the procedure after the ports were placed. The procedure was completed by using the other console.